Event description:
It was reported that the patient with this pacemaker device exhibited inappropriate atrial tachy response (atr) due to farfield oversensing. Technical services (ts) recommended to increasing the cross-chamber blanking. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited inappropriate atrial tachy response (atr) due to farfield oversensing. Technical services (ts) recommended to increasing the cross-chamber blanking. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited undersensing. The health care professional (hcp) plans to perform reprogramming.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.